Event description:
A surgeon reported a case of loss of vision in the operative (left) eye, post laser - assisted cataract surgery. Surgeon indicated that his concern was with regards to pressure on the eye created by suction during surgery, which he felt may have contributed to the vision loss. No surgical complication involving device function or use was reported. Surgeon noted that the patient's ocular history included glaucoma and macular degeneration, and during the most recent post operative visit the surgeon mentioned that the cornea looked 'dry'. Additional information has been requested regarding the patient's preexisting conditions and their potential association with the reported vision loss.

Manufacturer narrative:
The device history records were reviewed for the laser system, and there were no unusual findings related to the reported issue. A possible contributory factor, for reported vision loss, may be the patient's preexistent or ocular conditions; macular degeneration and glaucoma. Directions for use show glaucoma to be a contraindication to use. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).